Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed. B3: the date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe control 10ml ll plunger was broken/ damaged. Verbatim: rcc received a complaint via email. During medication administration, the physician was using a bd 10 ml control syringe when the finger loops broke off. The syringe malfunction occurred mid-administration, resulting in a brief delay of the procedure. The remaining medication was transferred to a new syringe, and the procedure was completed without further incident. Similar issues with bd 10 ml control syringes have been reported by two other surgeons.

Manufacturer narrative:
Correction: (d) UDI investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.